Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched on 08-07-2015. The fse performed not related maintenance on the instrument and then calibrated the access accutni+3 assay. The fse noted the access accutni+3 calibration passed but the mean s0 (standard 0) %cv was elevated. The fse removed and cleaned the aspirate probes. The system was verified with a system check, high sensitivity (hs) system check, precision run, calibration, and qc. All verification testing passed within published instrument and assay performance specifications. In conclusion, there is sufficient evidence to reasonably suggest a hardware malfunction as the cause of the non-reproducible access accutni+3 results as cleaning of the aspirate probes resolved the issue. The beckman coulter (bec) internal patient identifier for this report is (B)(4). All mdrs associated with this report: mdr2122870-2015-00537, mdr2122870-2015-00538.

Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) results for three (3) patients on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). This report addresses the access accutni+3 results for one (1) additional patient obtained on (B)(6) 2015 in which the patient was admitted to the hospital. Mdr2122870-2015-00537 addresses the access accutni+3 results for two (2) patients obtained on (B)(6) 2015. The customer repeat tested all of the patient samples on an alternate access 2 immunoassay system (serial number not provided) and obtained lower results, within the normal reference range of the assay. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Access accutni+3 quality control (qc) recovery was outside of the laboratory's established ranges. The customer obtained a passing system check after the reported event. The customer obtained a failing access accutni+3 precision run after the reported event. Samples are collected in lithium heparin plasma tubes with gel. Samples are centrifuged at 5155 revolutions per minute (rpm) for three (3) minutes. No sample integrity issues were noted.